Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. Reportedly, the contact would load a new cartridge. There was no impact to the user's blood glucose level.